Manufacturer narrative:
On november 14, 2022, mentor received additional information indicating that the correct date of event was actually on (B)(6) 2016. In addition, the patient also experienced the following: thyroid disease, extreme fatigue, autoimmune issues, inflammation, anxiety, panic attacks, suicidal thoughts, depression, dehydration, heart palpitations, shortness of breath, gut issues, pain, headaches, dizziness, migraines, chronic inflammation, photosensitivity, swelling around eyes, cold extremities, discolored extremities, brain fog, cognitive dysfunction, memory loss, difficulty concentrating, word retrieval, paresthesia in extremities, vertigo, foul body odor, muscle weakness, muscle twitching, temperature intolerance, sensitivity to light, sensitivity to sound, persistent infections, nail cracking, nail splitting, slow nail growth, blurry vision, difficulty swallowing, dry skin, dry eyes, dry mouth, dry hair, tinnitus, mood swings, low libido, and adenopathies. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with two 300cc mentor memorygel breast implants, suffered several unexplained systemic symptoms, including hormonal imbalance, hair loss, weight gain, food intolerance, and breast pain, post-procedure. The patient went for removal surgery on (B)(6) 2021 and it was discovered that the left breast implant was ruptured. Subsequently, the patient underwent bilateral capsulectomies and bilateral removal, without replacement. The breast capsules were sent to pathology. This medwatch form is for the right breast prosthesis. Complications on the left breast/implant was reported under mrn: 1645337-2021-03150.